Event description:
It was reported the coil reported the coil prematurely detached during procedure. No patient injury reported. Same event as MDR# 2029214-2012-00256.

Manufacturer narrative:
Only the implant coil was returned for analysis. The evaluation could not determine the cause of the event. (B)(4).